Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported that on (B)(6) 2018 at 4:28 a.m., the customer received an adc freestyle libre sensor scan message "lo" (reading less than 2.2 mmol/l) and drank juices to "put sugar up". It was further reported that at 5:29 a.m., the customer obtained a reading of 19.6 mmol/l (353 mg/dl) and also experienced symptoms described as "difficulty breathing, focusing, and speaking, and not able to walk on her own". Paramedics were called and upon their arrival at 8:00 a.m., a reading of 21.4 mmol/l (285 mg/dl) was obtained on the paramedic meter. Customer was transported to a hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with unspecified anti-nausea medication and insulin via intravenous infusion. Customer was released from the hospital on (B)(6) 2018 at 3:30 p.m. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's father reported that on (B)(6) 2018 at 4:28 a.m., the customer received an adc freestyle libre sensor scan message "lo" (reading less than 2.2 mmol/l) and drank juices to "put sugar up". It was further reported that at 5:29 a.m., the customer obtained a reading of 19.6 mmol/l (353 mg/dl) and also experienced symptoms described as "difficulty breathing, focusing, and speaking, and not able to walk on her own". Paramedics were called and upon their arrival at 8:00 a.m., a reading of 21.4 mmol/l (285 mg/dl) was obtained on the paramedic meter. Customer was transported to a hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with unspecified anti-nausea medication and insulin via intravenous infusion. Customer was released from the hospital on at 3:30 p.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.